Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the resection sheath ceramic tip was broken during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d4(lot #), g4, h2, h3, h4, h6 and h11. Corrected field: d4 (sn). The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found a component failure of the ceramic head (insulation beak). Based on the results of the investigation, the most likely cause is some kind of excessive force. The ceramic head (insulation beak) failure is a mechanical problem, but the root cause of the ceramic head (insulation beak) failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.